Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins has been unintentionally switching off at least once a day. The healthcare provider indicated this was not caused by wrong usage of the patient programmer. No external factors were known to have led or contributed to this issue. A replacement of the ins was scheduled. The issue was unresolved at the time of the report.